Event description:
During repair, philips bench indicated the efficia dfm100 defibrillator gave a log error of 11:6 battery low. Philips bench evaluated the device and determined this issue was caused by a low battery. Philips bench charged the battery resolving the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was with the battery needing charged. The reported problem was confirmed. Philips bench charged the battery resolving the reported issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Altering case to reflect the more accurate coding of ec-battery - no fault found along with coinciding coding as the battery needing charged is not an actual fault of the battery or device.

Manufacturer narrative:
Philips bench evaluated the device and determined this issue was caused by a low battery needing charged. The efficia dfm100 instructions for use (IFU) states, "the efficia dfm100 lithium ion battery needs to be charged in the efficia dfm100. Insert the battery to be charged in the battery compartment and then plug the device into an ac power outlet. With ac power connected and the device turned off, the efficia dfm100 recharges its battery to 80% capacity in less than 2 hours and to 100% capacity in less than 3 hours. Charge time can be substantially longer if the device is on. Once ac power is supplied, the battery charging indicator flashes green to indicate the battery is charging and he battery is greater than or equal to 90 percent charged. The indicator turns solid green when the battery charge is > 90 percent of capacity and ac power is present. If no battery is installed or the installed battery is not functioning properly, the light remains off. Charging the battery at temperatures above 40°c (104°f) may reduce battery life". Philips bench charged the battery resolving the reported issue.